Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high pacing impedance measurements greater than 2,500 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated no intervention planned to take place at this time. Per the clinic nurse the pacing thresholds and sensing have remained unchanged. The pacing impedance measurements have historically been higher than average. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.